Event description:
It was reported when using the kit grp a strep 30 test veritor, the customer questioned one (1) negative patient result received from the veritor analyzer after visually reading the cartridge at some point after the initial reading. The same cartridge was reinserted in the veritor reader and a positive result was obtained. The patient was treated based on the expected positive result. No additional information was provided.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the kit grp a strep 30 test veritor, the customer questioned one (1) negative patient result received from the veritor analyzer after visually reading the cartridge at some point after the initial reading. The same cartridge was reinserted in the veritor reader and a positive result was obtained. The patient was treated based on the expected positive result. No additional information was provided.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 2297015. The customer reported that they tested a patient sample and received a negative result. They then visually read the same cartridge after the initial reading and reinserted it in the veritor analyzer and obtained a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No return samples were received; therefore, no return sample analysis could be performed. The returned photographs provided the batch information of kit, reagent and device. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.